Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster¿s inc. Product analysis lab observed a hole on the pebax (foreign material on the usable length of the catheter-external damage). Initially it was reported that after the placement of la with the first thermocool® smart touch® sf bi-directional navigation catheter, contact force increased rapidly (about 70) at the same time as the initiation of posterior wall ablation. When the ablation was stopped, the value returned to the normal value (5-10), but when the ablation was started again, the same issue occurred. When the catheter was removed from the patient¿s body and checked, a blood clot was attached to the proximal electrode. After pulling out the second catheter and placing it in the patient¿s body, the magnetic sensor error was confirmed. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one (third catheter). The first and second catheters were placed in left atrium before ablation. The procedure was completed without patient consequence. Additional information was received. The clot was located at the tip electrode. No error message was present. However, the contact force was raised. There were no issues related to the temperature and flow on the catheter reported. It was not reported that the patient exhibited any neurological symptoms since the procedure was completed. The material described on the tip electrode was assessed as not MDR reportable for char. Char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The magnetic sensor error issue was assessed as not MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-oct-2022 there was reddish material in the pebax and char was not observed. Scanning electrode microscope analysis shows evidence of mechanical damage and a hole on the pebax surface. The hole on the pebax (foreign material on the usable length of the catheter-external damage) was assessed as MDR reportable. The awareness date for this reportable lab finding was 21-oct-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 14-oct-2022. The device evaluation was completed on 21-oct-2022. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. Visual inspection, screening test and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material in the pebax and char was not observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A cool flow pump and pressure gage test was performed and the device was irrigating correctly. No irrigation issues were observed. A screening test was performed and the device was visualized and recognized correctly; however, errors 105 and 106 appeared on the system due to an open circuit on the tip area. Scanning electrode microscope analysis shows evidence of mechanical damage and a hole on the pebax surface. Blood inside the pebax could be related to the force high and magnetic issue reported by the customer. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. (B)(4). Manufacturer's reference number: (B)(4).